Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the acoustic lens had a scratch that reached the adhesive layer. In addition to the reportable malfunction, the following were noted: due to wear of the forceps control lever, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the adhesive on the bending section cover was detached and had a crack; the switch box had a scratch; the adhesive around the objective lens had a crack; the light guide lens had a scratch; the connecting tube had a dent and a scratch; the objective lens had a scratch; there was a chip in the adhesive area between the acoustic lens and ultrasound probe; due to the damage on the ultrasonic probe, the displayed ultrasound image was missing elements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had bubbles from near the angle knob. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens had a scratch that reached the adhesive layer. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to physical stress caused by incorrect handling by the customer. The event can be detected/prevented by following the instructions for use which state: 1) "do not bend the insertion part of the endoscope with strong force. The insertion tube may be damaged." 2) "do not apply impact to the tip of the endoscope, especially the ultrasound probe or lens surface. This may cause abnormalities in ultrasound images and endoscopic images." 3) "do not grab the ultrasound probe when holding the insertion tube. The ultrasound probe may be damaged and a normal ultrasound image may not be obtained." Olympus will continue to monitor field performance for this device.